Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 159 mg/dl. Customer stated that the insulin pump may have been exposed to moisture. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: all buttons function properly however, moisture damage was found on keypad traces. No sticky button noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.